Manufacturer narrative:
Technical evaluation: both units were returned and both showed a flattening of the catheter tube between 1.5 and 2 cm from the distal tip. Conclusion: the incident is confirmed as reported. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. (B)(4).

Event description:
The distal tip of two catheters were found to be damaged at the junction where the protective tube ends. This MDR is associated with MDR 3005168196-2010-00330.